Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, aneurysm rupture, coagulopathy, distal embolization, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02769.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle) and a non-penumbra microcatheter. During the procedure, the physician placed and detached six smart coils in the target location. The physician then advanced another smart coil and made multiple attempts to detach it using the handle. After an audible click was heard and the black alignment zone had separated, the physician attempted to remove the pusher assembly; however, it was noted under fluoroscopy that the smart coil had not detached. Subsequently, while attempting to retract the smart coil, the physician encountered some resistance and the smart coil unintentionally detached partially within the microcatheter. The physician then tried to push the smart coil into the target location but was unsuccessful. Therefore, the physician used a stent to push the smart coil against the vessel wall. The procedure ended at this point. It was reported that an aneurysm rupture occurred after two smart coils had been placed. Subsequently, additional smart coils were placed to address the rupture. It was also reported that the patient expired due to the intra-procedure aneurysm rupture.